Event description:
The patient reported she completed the previous treatment without any issues, with a last fill of 2000ml. Patient does not do a mid-day exchange. On (B)(6) 2012, the patient started the ccpd treatment and during fill 1, fill 1: 2003 ml. Then patient complained of feeling uncomfortable, swollen, and felt like her stomach was going to burst. The patient bypassed the dwell and drained 5011 ml. Patient stated she felt better, and was able to complete the treatment without further problems. The patient did not require medical intervention or hospitalization. Alarms reported: scale alarms, m21-7 invalid sensor alarm, and m63 remove heaterbag from heatertray.

Manufacturer narrative:
A medical record review was performed on the patient's treatment data sheets and medical records provided. A large intra-peritoneal volume drained at drain 1. There was no adverse event associated with this reported large drain volume. The device is currently undergoing evaluation.